Manufacturer narrative:
Tracking #: (B)(4). Patient code: (B)(4): lowgrade transitory ileus.

Event description:
Reported by author: the objective of this registry study is to assess patient outcomes and surgeon satisfaction with symbotextm composite mesh in ventral hernia repair. The symchro study is a multi-center study of 100 consecutive patients in the club hernie database who underwent ventral hernia repair using symbotextm composite mesh. The primary objective is to evaluate complications including pain, recurrence, and adverse events within 2 years of surgery. The secondary objective is to assess surgeon and patient satisfaction with the mesh. Forty-nine male and 51 female patients from the club hernie database were treated for a total of 105 hernias (37.1% primary, 62.9% incisional; 79.2% repaired laparoscopically) and were enrolled in this study. Median bmi was 28.7 (17.8¿48.1), and 32 (31.1%) hernias were incarcerated without bowel strangulation. At this interim analysis with follow-up ongoing, 94 (94%) patients have completed 12 month follow-up assessments. Median follow-up is 349.5 (0¿579) days. Three incidents of lowgrade transitory ileus.